Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient last recharged ipg approximately 8 months ago. As such, the ipg became inoperable. The ipg would no longer communicate with the charger and the programmer displayed error code 2501. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.